Event description:
A 45f pacemaker dependent with boston scientific rv lead revision done (B)(6) 2021. Remote alert (B)(6) 2022 for rv lead impedance >3000 ohms. In clinic office visit confirmed rv lead failure/loss of rv lead bipolar capture at maximum output. Cxr showed lead new abnormality present c/w post-op film. Rv lead explanted and new rv lead inserted (B)(6) 2022 due to life-threatening lead malfunction. Explanted lead showed grossly abnormal lead defect present. Explanted lead was returned to boston scientific for analysis. FDA safety report ID# (B)(4).